Manufacturer narrative:
Product event summary: data files were returned and analyzed. The log files from the field were analyzed and no log files for the catheter lot number were received on the reported event day. In conclusion, the reported ¿perforation¿ could not be confirmed through data analysis. The pscc10 pulse select catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that an intracardiac echocardiography (ice) was carried out to prior to the pericardial effusion occurring. The patient required an additional surgery to repair the inferior vena cava (ivc) and right atrium. It was suspected that the issue may have occurred as a result of a ¿very difficult¿ transeptal access.

Event description:
It was reported that at the end of the ablation procedure, a large pericardial effusion was observed by the physician. Subsequently, the patients blood pressure dropped. A pericardiocentesis was performed and blood was drained, but the patient's blood pressure remained low. An emergency median sternotomy was performed, during which a cardiac perforation at the inferior vena cava/right atrium junction was discovered and then repaired. Following the surgical repair, the patient was transferred to the intensive care unit. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.